Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, it was noted that the right ventricular lead exhibited r-wave amplitude variation and varying capture threshold. A chest x-ray was performed, the lead appeared unchanged. The physician believes that the fluctuation in threshold and increase in capture threshold is due to poor tissue contact. Programming changes were performed. The patient was in stable condition.